Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a medical professional that the patient suffered from diabetic ketoacedosis and was hospitalized on (B)(6) 2019. Customer's blood glucose was 257 mg/dl at the time of the incident. The customer was treated with an insulin drip. The device is not expected to return.